Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary -the actual collected from the device and have analyzed the data. Review of the data disc showed no impedance anomalies were found - impedance trends were steady.